Manufacturer narrative:
It was reported that during three month follow-up, a small round bean-like thrombus at superior aspect of the amulet occluder was noted. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The patient status was reported as stable and discharged same day after follow up tee. Information from field indicated that the patient's international normalized ratio (inr) closest to the time of the reported thrombus and the most recent recorded inr was 1.2. Field also indicated that the patient did not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Event description:
Crd_964 - catalyst ide, patient site ID: (B)(6) it was reported that on (B)(6)2024, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted. It was then reported on (B)(6) 2024, during a 3 month follow up transesophageal echocardiography (tee), a small, round bean-like shaped thrombus was noted at superior aspect of the amulet occluder. It was reported during tee that no threads were showing. The patient was removed from dual antiplatelet therapy and started on novel oral anticoagulant (noac), edoxaban (60mg), daily with a scheduled tee at 6 months. The patient status was stable and discharged same day after follow up tee.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.